Manufacturer narrative:
PMA/510(k) # k142688. On evaluation of the returned device, the stylet was returned not fully inserted and the needle retracted out of the sheath and broken. It was noted that the stylet had been pulled before puncture therefore being noted as user error. The tip of the broken needle was not returned. The stylet was measured at 1716mm and was confirmed to be within specification. On further review, the stylet was measured again by the engineer to include the hub cap of the stylet, as this measurement was directly comparable to the length of the needle. The stylet and hub cap measured at 1721mm and was found to be within specification. The customer complaint was not confirmed. This complaint was deemed user error as the stylet was not in place inside the needle when advancing into the targeted site. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use precautions section: advises the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is no evidence to suggest that this issue affects the entire lot # c1197146; upon review of complaints this failure mode has not occurred previously with this lot # c1197146. From the information provided, no abnormality to the patient was detected. Complaints of this nature will continue to be monitored for potential emerging trends. PMA/510(k) # k142688 on evaluation of the returned device, the stylet was returned not fully inserted and the needle retracted out of the sheath and broken. It was noted that the stylet had been pulled before puncture therefore being noted as user error. The tip of the broken needle was not returned. The stylet was measured at 1716mm and was confirmed to be within specification. On further review, the stylet was measured again by the engineer to include the hub cap of the stylet, as this measurement was directly comparable to the length of the needle. The stylet and hub cap measured at 1721mm and was found to be within specification. The customer complaint was not confirmed. This complaint was deemed user error as the stylet was not in place inside the needle when advancing into the targeted site. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use precautions section: advises the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is no evidence to suggest that this issue affects the entire lot # c1197146; upon review of complaints this failure mode has not occurred previously with this lot # c1197146. From the information provided, no abnormality to the patient was detected. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the device was used for eus-fna. It was confirmed that the needle was bent during the procedure. The needle was removed from the patient's body and tip of the needle got separated from notch. The separated tip is missing. The procedure was finished. At this point, nothing abnormal detected in the patient. No missing piece was confirmed inside the patient body by CT. Additional complaint details were as follows: the device was used for eus-fna with olympus/gif-uct260 and attempted to advance to pancreatic body through stomach. The user noticed that the stylet was protrude from the tip of the needle, therefore he withdrew the stylet about 2 cm before puncture. The needle was adjusted 3cm, but the needle could only be advanced 2cm and the user felt as the lesion was hard. When he attempted to advance the needle several times, stucking length of the needle was getting shorter, and he noticed that abnormal change of the tip of the needle by endoscopic image. The needle got bent at right angle at about 3cm from the tip. (At the part where was exited from the sheath.) To discontinue the procedure, the user pulled the handle with force to retract needle into the sheath. While withdrawing the device from the scope, he felt strong resistance at 20-30 cm from the distal tip of the scope, but he removed the device with force. Then he noticed that the needle got separated and remained in the accessory channel port of the scope, so he removed it, then he noticed the tip of the needle was missing. After removed the scope from the patient, the user advanced another device (boston/expect 22g needle) to the accessory channel of te scope, however there was no resistance met. The procedure was end without additional puncture made. It was confirmed that there was no leak with the endoscope by distributor. At this point, nothing abnormal detected on the patient. No missing piece could not be confirmed inside the patient body by CT. Hospital requested to check both device; the complaint device and sample device to see if they could be found the missing tip. They checked two devices by angiography and x-ray, however, those seemed no missing needle tip left inside of the sheath. ( it was difficult to see the needle because the sheath is "coil sheath") on the other hand, the combined device of the scope was taken the xray and something was shown on the photo around 20cm from the distal tip. Therefore, manufacture of the scope (olympus) will check the scope if missing tip is inside of the scope. It seems the missing tip length is 2-3 cm, since needle which was separated from the device could not see dimple processed. The physician thinks the missing tip was not inside of the patient body, and he thinks it got stuck inside of the scope. While checking the device after the complaint occurred, it came out from the scope and fall down to the floor so it was disappeared. It was disappeared by washing the scope.